Manufacturer narrative:
D10 concomitant products: sigadaptstnd, ig power sigadaptstnd linear adapter (serial#: (B)(6), egia60amt, egia60amt egia 60 artic med thick sulu, sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the tip of the cartridge could not be opened after the firing. It was difficult to retract the knife blade, and they were unable to remove the jaw from the tissue. The user resected to remove tissue. The surgical time was extended from 30 minutes to 1 hour.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functionally, the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 15 of 300 procedures remaining. There was a burnt in section of the organic light-emitting diode (oled) screen. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue on the a1 machine. A reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that there were abnormalities during the firing of a 60mm reload, particularly during the last close key press. Additionally, it was noted that the handle was unable to perform full retraction of the reload I-beam. It was reported that the instrument locked on tissue and the knife blade was difficult to retract. The reported issues were confirmed. The most likely cause was not traced to the device. It was also reported that there were abnormalities of the system data during firing and retraction. The reported issues were confirmed. The most likely cause was traced to non-device related factors. The evaluation detected an unreported condition: screen burn-in . The product analysis noted evidence that the device was not used as intended. The issue can occur if the handle showed the same image on the display for a prolonged period of time. The handle was programmed to turn off the display when not in use. However, when components were left connected to the handle by the user, the amount of time it took for the screen to shut off was extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.